Manufacturer narrative:
.

Event description:
The facility states that the model aa4204vl intraocular lens ejected prematurely through the lens delivery system prior to implant and was damaged. It is unknown what caused the damge to the lens.